Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs being submitted for this patient identifier. Complaint conclusion: the device was returned for analysis; however, the microcatheter was not returned. Located 61.0cm and 68.5cm off the proximal end were two severe kinks on the core wire. As observed through the sheath, the proximal end of the coil was buckled. As viewed through the sheath, the distal section of the coil appeared undamaged. Located proximally off the distal tip of the device positioning unit (dpu), at 3mm is a double connected kink and at 1.2cm is another double connected kink. The coil¿s socket ring has been pushed off the side and down under the pet angle ring and against the resistive heating coil distal section. The proximal end of the coil exhibits compression damage. Two contributing factors were found that could have produced the coil¿s resistance inside the microcatheter. The first contributing factor was distal interference inside the microcatheter. As stated in the event description; ¿there seemed a blood clot in the mc; so the mc was once flushed.¿ multiple blockages were found inside the sheath that prevented a mandrel from advancing through. The evidence from both returned coils strongly suggests that a blockage inside the microcatheter containing a mixture of blood; protein; and contrast may have produced significant resistance during coil advancement. For optimum product performance and to prevent potential product damage; the IFU states;¿ to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿the second contributing factor was the selection of an incompatible 18 series microcatheter to be used with a 10 series microcoil system. For optimum product performance and to prevent potential product damage; the IFU states; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 inches (0.356 to 0.432 mm).¿ the turbo tracker microcatheter has an inner diameter of 0.022¿. Since there was no evidence of a manufacturing issue related to the complaint, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During a coil embolization procedure, there was resistance between two deltapaq coils and a turbo tracker microcoil. Both coils were found to be damaged during product analysis. The first coil had strong resistance inside the microcatheter, and when the coil was being retrieved, the coil system got ¿broken (but safely removed).¿ the coil was pulled back too much and could not be re-inserted into the sheath. Another coil was inserted, and there was strong resistance from the beginning so the coil was retrieved safely. Competitor's coils were deployed through the same microcatheter after that. It was reported that most likely the cause was the incompatibility of ID of the microcatheter.